Event description:
It was reported that following implant, the impedance on the superior vena cava coil was high and subsequent measurements showed varying impedance. The pocket was re-opened and there was a problem with the set screw. The lead was reattached and secured to the device. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.